Manufacturer narrative:
Additional information received from the local field representative indicated that the patient was brought into the clinic. The sensor related to respiratory sensing was turned off. There are no plans for additional intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited variable high pacing impedance measurements greater than 3,000 ohms with another manufacturer's right atrial (ra) and right ventricular (rv) leads. There was also noise and oversensing on the right atrial (ra) channel in a review of a stored atrial tachy response (atr) episode. Boston scientific technical services (ts) recommended programming off the feature related to respiratory sensing. They also discussed performing additional troubleshooting with isometrics and pocket manipulation in an attempt to identify noise. No adverse patient effects were reported.